Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by an advanced evaluation patient they didn¿t feel they were emptying their bladder fully now. The patient stated they still felt as if they had more in ¿there¿ and then would need to bend over to void out the rest. On (B)(6) 2019, the patient reported they felt pain when the nurse changed their program to 4 but when they were assisted in decreasing stimulation over the call the patient felt better. The patient also reported that they would feel the urge to urinate but when they would actually go to the bathroom and would try to void they would have a hard time to get the flow started. On (B)(6) 2019 the patient¿s family member reported that the patient might not be answering because the patient might have fallen down. There were no further complications reported.